Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2014 with the following findings: the pump history showed that the last bolus and the last basal were delivered on (B)(6) 2014. There were no alarms related to the complaint in the alarm history; only typical usage alarms was observed. The basal and boluses added up correctly to total daily doses total which showed that the pump was delivering accurately until the last date used; the pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Product analysis was unable to duplicate the reported complaint. The returned battery cap and returned cartridge cap were used to complete testing with no issues found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter stated that on (B)(6) 2014, the patient's blood glucose (bg) was greater than 250mg/dl and less than 500mg/dl with no reported symptoms or ketones. Troubleshooting determined that the bolus and basal totals matched the patient's programmed settings and that no other contributing factors existed. The alleged bg excursion does not meet criteria for a serious adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.